Event description:
Consumer reported complaint for test strips not absorbing the blood, stating that they applied blood to the strips and the meter would not go into test mode and give a result. The customer reported symptoms of tiredness, thirsty and dry mouth; medical attention was not needed at the time of the call. Customer stated she went to her local pharmacy because she could not get the meter to work. The pharmacist took her blood sugar with their meter and the result was 300 mg/dl fasting am. The customer¿s expected blood glucose test result range was not provided. During the call, a blood test was performed by the customer using true metrix meter; the test strip absorbed the blood but continued blinking. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/28/2025 and open vial date is 3 days ago.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: thirsty, dry mouth and tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-025: strip inserted backwards or upside-down note 1: manufacturer contacted customer in a follow-up call on 20-dec-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing dry mouth. No medical intervention since the last call was reported. Customer stated she just got up and would take her medication. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 18-mar-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.